Event description:
Related manufacturer reference number# 1627487-2019-07061. Additional information received identified the patient underwent surgical intervention wherein both leads were explanted and replaced. Effective therapy was restored post operatively.

Event description:
Related manufacturer reference number# 1627487-2019-07061. It was reported the patient experienced the inability to increase the amplitude due to high impedances discovered on the right lead. The manufacturer rep was able to establish therapy located on the left lead. However, surgical intervention may occur later to address the issue. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.